Event description:
It was reported that the sponge came out from the minicap. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A batch review will be performed for gm1304026. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a follow-up report will be submitted.